Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 65% to 5% while connected to a power source. In addition, the customer had difficulty charging the pump. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the report. Reportedly the customer had an alternate pump for insulin therapy.